Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with waxy vision. The lens was exchanged for another lens model 01 month 18 days following the initial procedure. Clinical reason for explant was mentioned as post lasik could not get clear visual acuity. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge and handpiece were used. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The initial report description indicated that the patient reason for the explant was due to waxy vision. The clinical reason given was due to post lasik, could not get clear vision. The file indicated that the company toric lens (1.50 cyl,) 21.5 diopter (add power +2.2/+3.2 diopter) was removed and replaced with an atiol(advanced technology intra-ocular lens). The specific model of the atiol and the diopter of the replacement lens were not provided. Based on the questionnaire response that the patient prognosis after explant is good, the replacement lens may have been an improved selection for this patient's vision needs. It is unknown if a qualified viscoelastic was used to fill the cartridge. The IFU (instruction for use) instructs: company foldable iols (intra ocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, patient experienced vision blurry, not sharp and waxy, struggles to read and there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).